Event description:
It was reported when using the pyxis medstation es system, half height cubie pockets were not detected on bus. The customer reported that the malfunction resulted delay in the dispensing of medication, as the drawer was not accessible. Consequently, they implemented a workaround to retrieve the medications from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the rear screws had become loose because of improper handling by the customer. The field service engineer reseat all rear connections for drawer and tightened all rear screws for all drawers to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.